Event description:
The customer contact reported that the device case was burnt and there was a black or burnt spot where the antenna was set in the mednet module. The device was returned to the biomedical department with an unsigned note that stated broken. No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the device had a melted and burnt module cover where the antenna is installed. The device wireless connection was still working properly and the device was able to ping wirelessly. The antenna usb printed circuit board was removed and an inspection found no damage internally. In addition, there was no damage to the central printed circuit board. The probable cause for the burnt mark on the module cover could not be determined during testing. This report represents all the information known by the reporter upon query by hospira personnel.